Manufacturer narrative:
Additional data: device evaluated by MFR -device evaluation: lens was returned dry in a microcentrifuge vial. There was clear surgical residue on product. Visual inspection found the haptic torn, bent and presence of residue on lens surface. Claim #(B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -14.0/+3.0/072 (sphere/cylinder/axis), into the patient's left eye (os) on (B)(6) 2018. On (B)(6) 2018 the lens was exchanged with a shorter lens due to excessive vault, angle closure, elevated iop, and shallow ac. The problem was resolved. "Surgeon and patient are both happy." The cause of the event is reported as "oversize lens."